Event description:
A physician reported a pt who was double skin tested on 11/3/1997 and 12/1/1997 with negative results was subsequently treated into the angles of the mouth on 12/15/1997. In 2/1998, the pt developed a painful red swolled lump at the site of the forearm test implants. The pt presented with forearem swelling persisting on 4/21/1998 which the physician believed was a hypersensitivity and was probably product related. There were no symptoms at the angles of the mouth. On 4/27/1998, the physician excised the forearm lump, which was effective. The physician presumed that the material at the angles of the mouth had worked out prior to the hypersensitivity becoming apparent.